Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: sid: (B)(6) (female) / sid: (B)(6) (male) (2 total patients). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported inconsistent alinity I stat high sensitivity troponin-I results for multiple patients. The following data was provided: on (B)(6) 2025: sid: (B)(6) (female): initial troponin-I result at 0518 am = 58.75 ng/l; repeat result at 1139 am = < 2.7 ng/l. Sid: (B)(6) (male): initial troponin-I result at 0030 am = 243.49 ng/l; repeat result at 1202 pm = 4.58 ng/l. Patient normal ranges: male: </= 35 ng/l, female: </= 14 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity I stat high sensitivity troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71558ud00. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 71558ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. In this case, it was reported that the samples are centrifuged in a "statspin" centrifuge for 3 minutes at 5143 rpm. A user error was identified as the incorrect spin times were used for centrifugation. As per labeling, for accurate results, plasma specimens should be free of fibrin, red blood cells, and other particulate matter, including cryoprecipitate. If the specimens contain fibrin, red blood cells, or other particulate matter, centrifuge at a relative centrifugal force (rcf) of 3,000 to 3,500 x g for 30 minutes before testing to ensure consistency in results. Based on the investigation, alinity I stat high sensitivity troponin-I reagent lot 71558ud00 is performing as intended, no systemic issue or product deficiency was identified.

Event description:
The customer reported inconsistent alinity I stat high sensitivity troponin-I results for multiple patients. The following data was provided: on (B)(6) 2025: sid (B)(6) (female): initial troponin-I result at 0518 am = 58.75 ng/l; repeat result at 1139 am = < 2.7 ng/l. Sid (B)(6) (male): initial troponin-I result at 0030 am = 243.49 ng/l; repeat result at 1202 pm = 4.58 ng/l. Patient normal ranges: male: </= 35 ng/l, female: </= 14 ng/l . There was no impact to patient management reported.